Event description:
Reprise IV. It was reported that left bundle branch block (lbbb) and aortic dissection occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, telemetry revealed lbbb. No action was taken to treat the lbbb. At the time of reporting, the lbbb was considered not resolved. One day post index procedure, the patient was discharged home. Four days post index procedure, a distal aortic dissection was reported. Further details were not initially available. It was further reported that four days post index procedure, the patient presented emergently with worsening chronic back pain. Lab test revealed elevated troponin and pro-bnp values. The patient was hospitalized for further evaluation and treatment. One day later, a CT chest scan revealed aortic dissection beginning at the level of the distal arch, stanford type b. Moderate pericardial effusion without convincing high density to suggest hemorrhagic products, bilateral pleural effusion with adjacent atelectasis, and unchanged pulmonary nodules. Trace pelvic fluid was seen and pancreatic cystic lesions were present. Indapamide and other medications were initiated to treat the aortic dissection and monitoring was continued throughout the patient's hospitalization with no significant changes noted. Thirteen days post index procedure, the patient was noted to have three episodes of sinus pause for three seconds on telemetry. That day, electrocardiogram (ECG) revealed sinus bradycardia with first degree atrioventricular (av) block with occasional premature ventricular complexes, septal infarct and abnormal ECG. The patient was diagnosed with sick sinus syndrome. Coreg was initiated to treat the event and telemetry monitoring was continued. Eighteen days post index procedure, the patient had multiple episodes of long sinus pause up to six seconds on telemetry. Electrophysiology consultation recommended, a permanent pacemaker was implantation to treat the event. That day, a new dual chamber permanent pacemaker was successfully implanted and the event was considered resolved. Nineteen days post index procedure, the dissection was considered resolved and the patient was discharged home. It was further reported that prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or any other antiplatelet medication at the time of the index procedure. The patient received loading doses of 324 mg of aspirin and 300 mg of clopidogrel the day of the procedure.

Manufacturer narrative:
B2 outcomes attributed to adverse event - updated. B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated. B7 other relevant history - updated. H6 patient codes - updated.

Event description:
Reprise IV it was reported that left bundle branch block (lbbb) and aortic dissection occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, telemetry revealed lbbb. No action was taken to treat the lbbb. At the time of reporting, the lbbb was considered not resolved. One day post index procedure, the patient was discharged home. Four days post index procedure, a distal aortic dissection was reported. It was further reported that four days post index procedure, the patient presented emergently with worsening chronic back pain. Lab test revealed elevated troponin and pro-bnp values. The patient was hospitalized for further evaluation and treatment. One day later, a CT chest scan revealed aortic dissection beginning at the level of the distal arch, stanford type b. Moderate pericardial effusion without convincing high density to suggest hemorrhagic products, bilateral pleural effusion with adjacent atelectasis, and unchanged pulmonary nodules. Trace pelvic fluid was seen and pancreatic cystic lesions were present. Indapamide and other medications were initiated to treat the aortic dissection and monitoring was continued throughout the patient's hospitalization with no significant changes noted. Thirteen days post index procedure, the patient was noted to have three episodes of sinus pause for three seconds on telemetry. That day, electrocardiogram (ECG) revealed sinus bradycardia with first degree atrioventricular (av) block with occasional premature ventricular complexes, septal infarct and abnormal ECG. The patient was diagnosed with sick sinus syndrome. Coreg was initiated to treat the event and telemetry monitoring was continued. Eighteen days post index procedure, the patient had multiple episodes of long sinus pause up to six seconds on telemetry. Electrophysiology consultation recommended, a permanent pacemaker was implantation to treat the event. That day, a new dual chamber permanent pacemaker was successfully implanted and the event was considered resolved. Nineteen days post index procedure, the dissection was considered resolved and the patient was discharged home.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and aortic dissection occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. An isleeve introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, telemetry revealed lbbb. No action was taken to treat the lbbb and that day, the lbbb was considered resolved. One day post index procedure, the patient was discharged home. Four days post index procedure, a distal aortic dissection was reported.